Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed due to the contamination issue on the row board one. A field service engineer found that liquid had been spilled on rowboard one. Further, the drawer was removed and cleaned. Following this, a new row board was installed, the device was reassembled, and a reboot test was performed. The customer was then able to do the recovery and inventory without any issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a half-height cubie drawer 2.2 failure. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.